Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered foreign material was lodged at the distal end area, at the forceps raiser. Additionally, the scope cover of the body control unit had a crack, forceps control lever is deformed, lever had a scratch, the control unit had a scratch, a cylinder and el- connector had discoloration, the switch box had a scratch, and the right and left knob had a scratch. Furthermore, the bending tube was deformed, the connecting tube had a scratch, the adhesive around the lens guide and objective lens was peeled, the lens guide was dirty. There was corrosion present around the l-arm and the universal cord coating was peeling. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer returned the evis exera ii duodenovideoscope for annual inspection. During the inspection of the returned device, foreign material was lodged at the distal end area on the forceps raiser. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the foreign material adhered to the device could not be identified and the reprocessing steps at the user facility could not be confirmed. Similar cases from the user facility were not found. There before, the root cause of the reported issue could not be determined. The event can be prevented by following the instructions for use which state: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor the field performance of this device.